Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was noted to have an unspecified product performance anomaly. The device was never used for implant and there was no product involvement.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being submitted to update the evaluation conclusion code.

Event description:
It was reported that foreign material was observed inside the outer packaging that housed the sterile packaging containing the device.

Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.